Event description:
It was reported that an ilet bionic pancreas sustained physical damage when it was dropped on a hard surface, resulting in a cracked, nonresponsive touchscreen while the device otherwise remained functional and blood glucose remained in range. Symptoms included no adverse clinical effects. Outcomes included provision of a replacement device, instruction that the damaged device was no longer watertight, guidance to use backup therapy if needed, and return of the damaged unit. Investigation included complaint handling and device replacement logistics with return for evaluation. Investigation of this device revealed damage to the display/touchscreen assembly consistent with accidental impact to the device exterior, with loss of touch functionality but continued pump operation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental dropping.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.